Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the physician was implanting the iol halfway and noticed the foreign material on the haptic. Therefore, the physician stopped halfway and proceeded to implant a new iol.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned placed in cartridge. The iol is at the nozzle entry. No viscoelastic is observed on the iol or cartridge. The cartridge shows signs being placed in the handpiece. A single dark fiber is visible loose over the haptic area. We are unable to determine the root cause for the reported complaint "foreign body at one of the iol lens haptic". A single fiber is visible loose over the haptic area. The origin of the fiber cannot be confirmed. The lens has been subject to handling and placed into the cartridge. No confirmation can be made if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A procurement officer has reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon noted a foreign body on one of the iol's haptics. The surgeon removed the iol and replaced with a new iol during the initial procedure. Additional information was requested.